Manufacturer narrative:
The impella cp was returned for evaluation. In addition, the automatic impella controller's data logs were also returned for analysis; however, the logs were found to be corrupted which disallowed performing an analysis of the logs. The 13fr introducer was not returned for evaluation. An inspection was performed on the returned impella cp. There were no damages found on the outflow cage or inflow cage. In addition, there was no damage to the impeller and the impeller was appropriately concentric to the pump housing. The impella was cleaned and tested for hemolysis, and passed all specifications. The clinical account received from the complainant reported that the repositioning sheath was fixed to the skin with sutures, but the clinical narrative suggests that the fixation may not have been adequate and may have allowed for movement of the device, as the pump was found to be out of position with the outlet cage too close to the aortic valve. Patient hemolysis and then hematuria was reported, with a decrease in the patient's hemoglobin values from 13 to 7g/dl. The patient was reported to have been administered 8 units of replacement blood products. The returned pump passed hemolysis testing. Based on this clinical account and the condition of the returned device, the hemolysis was most likely due to the improper positioning of the device. Without the data logs, the improper positioning cannot be definitively verified. A review of the device history record revealed that there were no issues related to this failure mode found during the manufacture, inspection or testing with this pump. In addition, there have been no other complaints relevant to this failure mode for other pumps in this lot.

Manufacturer narrative:
The impella lp2.5 and console data have been returned. The evaluation is currently in process. Upon the conclusion of the evaluation the results will be reported on a supplemental MDR.

Event description:
The complainant reported that following a pci procedure an impella lp2.5 was placed in a (B)(6) male patient. During the pump support hemolysis occurred. A CT revealed that the pump was located close to the aortic valve. The impella's position was adjusted under echo. The pump was removed following 2.50 hours of support.